Event description:
Per rec'd report: during coil introduction into the microcatheter, the coil introducer was suspected to have not been properly seated. As the coil was stuck in the rotating hemostatic valve (rhv), the coil stretched and got damaged during withdrawal. No pt contact was reported.

Manufacturer narrative:
The device has not been rec'd in our facility at this time. A f/u report will be submitted as soon as the device is rec'd and in-house eval is performed.